Event description:
During the follow-up, after lead checks were performed normally, aida data (follow-up data stored in device memory) were attempted to be reviewed. During data loading an error message was displayed (the memory could not be ¿read¿¿ click ok to terminate). When ok was pressed the session was ended. Aida data were available in saved patient file.

Event description:
During the follow-up, after lead checks were performed normally, aida data (follow-up data stored in device memory) were attempted to be reviewed. During data loading an error message was displayed (the memory could not be ¿read¿¿ click ok to terminate). When ok was pressed the session was ended. Aida data were available in saved patient file.

Manufacturer narrative:
(B)(4).